Manufacturer narrative:
Results: there are kinks at 0.5, 10 and 13 cm from the distal tip. From 13.5 to 14.0 cm from the distal tip there is a flat spot. A 0.32" mandrel was introduced into the hub and advanced distally. The mandrel advanced without resistance until it was 14 cm from the distal tip where it could not be advanced further. The catheter is non-functional. Conclusion: the catheter was compromised both by the kinks and by the flat spot. If the flat spot or kinks were present when the separator 032 was advanced into the catheter, the separator tip could have been stressed causing the bend and break observed in the distal end of the separator past the bulb. The penumbra sales representative attempted to get add'l info regarding the case, but the physician was unwilling to discuss it further.

Event description:
The physician was using a penumbra sys reperfusion catheter 054 to clear a hard clot. She was able to open up the carotid t to the m1. The physician then downsized to treat the distal vessel with the penumbra sys reperfusion catheter 032 and separator 032. The tip of the separator 032 unraveled. She then used a new separator 032 without issue. There was no significant vessel tortuosity noted. The penumbra sales rep reminded the physician to pull the reperfusion catheter and separator out as a unit if resistance is met, and never pull forcibly on the separator. This MDR is associated with mdrs 3005168196-2011-00134 through 3005168196-2011-00137.